Event description:
It was reported that a nurse was unable to complete the priming of the tubing. Pump kept showing "priming" but fluid was not able to advance past a certain point. Tubing was retained. No patient involvement. No patient information is requested/ entered as this is considered confidential in canada

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-09164. The report was submitted in error.